Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received an altitude alarm. It was unknown if the customer's blood glucose level was impacted. The customer was unable to clear the alarm.